Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous result was reported outside of the laboratory. The initial hcg + b result was 173.5 miu/ml. This result was reported outside of the laboratory where it was questioned by the patient. The sample was repeated on (B)(6) 2015 where the results were 56376 miu/ml, 1000 miu/ml with a data flag and 55713 miu/ml. The results of 56376 miu/ml and 55713 miu/ml were believed to be correct. No adverse event occurred. The hcg + b reagent lot number was 185430. The expiration date was not provided. Quality controls prior to the event were acceptable. It was noted that bubbles were observed in the primary sample tube 24 hours after the initial result. As the reagents were loaded 4-5 hours before the initial result, it is not likely that foam was present, but, this could not be verified. The messages from the alarm trace indicate pipetting issues. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause is related to erroneous pipetting which could be caused by foam on the sample, or an erroneous liquid level detection signal caused by a misaligned sample probe in combination with a wet tube wall.